Manufacturer narrative:
A review of the complaint history for sn 14673785 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 14673785 was performed from the date of manufacture, 22-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio ID failed and did not work. A technical support specialist tested the bio ID in the hta and found the issue was resolved from the user end. The system functioned as intended after the customer inspected the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the bio ID failed. The malfunction occurred when the user was trying to issue medications to a patient. However, there were no adverse events or injuries reported based on this event.